Manufacturer narrative:
Patient-specific information was unavailable and/or not provided at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller (aic) data logs and console were returned for evaluation and analysis. A product history review was completed, and no action was required as a result of this review. Data review was completed, and logs were consistent with the reported complaint details. There were two instances of battery failure (transport connection blown/missing) alarms observed in the logs. Device analysis was then completed; the console was tested after arriving in field service. The reported battery failure alarm issue was able to be reproduced. Results of running the batttest utility revealed that cell 2 in battery 2 had a voltage that was significantly less than the voltages of the rest of the cell stacks in the battery. Isolative testing was performed by swapping battery 2 with a known good one which resolved the alarm. In conclusion, this battery failure was identified more specifically as a battery cell failure (as opposed to the as reported failure mode "aic - battery failure." After investigating. The root cause of the battery failure was determined to be a cell imbalance in battery 2.

Event description:
The complainant reported a battery failure with the automated impella controller (aic). The console recognizes when it is plug into the outlet; however, charge was at 50%. Battery failure displayed on screen. A check was made to ensure batteries were engaged with the underside buttons. Consequently, the device was removed from service. It is unknown if the event occurred during a clinical procedure and, therefore, unknown if there was any adverse effect to a patient.